Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, updates to fields d8, d9, h4, and correction to field h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: possible accumulation of carbonized tissue on the jaws. The event can be prevented by following the instructions for use which state: 18.6 sealing of blood vessels, lymphatic vessels and tissue bundles caution keep the jaw of this product clean during the procedure. Coagulated material accumulated in the jaw may impair the performance of this product. Do not apply high-frequency output while cleaning the jaw, as it may cause burns to medical staff. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the powerseal curved jaw sealer & divider was producing sound but no output. This malfunction occurred halfway through a laparoscopic kidney transplant procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.